Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had sudden drop in longevity from four years to less than three months in a span of seven months. Engineering analysis determined that this device was depleting in a manner consistent with the low voltage capacitors advisory. Moreover, the low voltage alert was confirmed. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had sudden drop in longevity from four years to less than three months in a span of seven months. Engineering analysis determined that this device was depleting in a manner consistent with the low voltage capacitors advisory. Moreover, the low voltage alert was confirmed. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardia defibrillator was analyzed and a review of the device memory confirmed that no low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.